Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ macconkey ii agar, unspecified number of patient samples were contaminated. Patient result was reported to the clinician but there were no health impact or consequences provided.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include bioburden testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. The plates in question are not sterile. They are tested for bioburden prior to release to ensure that they conform to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The batch history record for batch 5254357 was satisfactory and no quality notifications were generated during manufacturing and inspection. No retention samples were available of investigation of this complaint. Returns were not available for investigation. One photo was available to assist with the investigation of this complaint. The photo shows one plate with visible contamination, the batch number 5254357 is visible in the photo, the timestamp for the plate is obscured by a colony growing on the agar. This complaint can be confirmed based on photo provided. Complaint history was reviewed, and no other complaints have been taken on batch 5254357. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported while using bd bbl¿ macconkey ii agar, unspecified number of patient samples were contaminated. Patient result was reported to the clinician but there were no health impact or consequences provided.